Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Reportedly, the leak may have been caused by overfilling because the customer did not remove air from the cartridge, although unable to confirm. Customer's blood glucose was 150-200 mg/dl.